Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had over infusion. The following information was provided by the initial reporter: it was reported that the clinician hung magnesium 4 grams in 100ml infusion as piggyback at 10:39am, to run at 25ml/hr. At 11:34am, the bag was found empty.

Manufacturer narrative:
The following fields were updated due to additional information: a lot number for model #2420-0004 is unknown, however, a possible lot number was identified to be: 21085165. D4: medical device lot #: 21085165 . D4: medical device expiration date: 12aug2024. H4: device manufacture date: 12aug2021. H6: investigation summary one primary tubing (model #2420-0004) and one secondary tubing (model #11426964) were returned by the customer. It was reported that an additional sample was received for over infusion. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow was observed. An infusion was completed using the bd alaris pump (dchu-0010) and pump module (dchu-0013) at 25 ml/hr with a vtbi of 25 ml. Fluid was flowed into an empty beaker. After 1 hour there was about 25 ml of saline in the beaker. Fluid was flowing normally. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2420-0004 and possible lot number 21085165 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set had over infusion. The following information was provided by the initial reporter: it was reported that the clinician hung magnesium 4 grams in 100ml infusion as piggyback at 10:39am, to run at 25ml/hr. At 11:34am, the bag was found empty.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd alaris¿ pump module smartsite¿ infusion set had over infusion. The following information was provided by the initial reporter: it was reported that the clinician hung magnesium 4 grams in 100ml infusion as piggyback at 10:39am, to run at 25ml/hr. At 11:34am, the bag was found empty. D1: medical device brand name: bd alaris¿ pump module smartsite¿ infusion set d4: catalog #: 2420-0004. D4: UDI #: (B)(4).

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set had over infusion. The following information was provided by the initial reporter: it was reported that the clinician hung magnesium 4 grams in 100ml infusion as piggyback at 10:39am, to run at 25ml/hr. At 11:34am, the bag was found empty.